Event description:
It was reported that the right ventricular lead was abandoned and replaced due to a downward trend in impedance and no pacing when in bipolar. Bipolar impedance was 262 ohms and unipolar was 373 ohms. No patient complications were reported as a result of this event.